Event description:
It was reported that during a generator replacement surgery due to battery depletion, the patient's lead was also replaced due to high impedance on systems diagnostics detected at surgery. Troubleshooting was not performed during the surgery and the surgeon did not check to verify if the lead pin was fully inserted into the generator header. Generator diagnostics were not performed on the generator. The surgeon elected to replace the lead. No additional relevant information has been received to date. The explanted products have not been received by the manufacturer to-date.

Event description:
The explanted lead has been received for analysis which is underway, but has not been completed to-date. Analysis was completed for the returned generator. The device exhibited current consumption rates that were within specification, demonstrating normal battery depletion to an expected end-of-service condition. The pulse generator module performed according to functional specifications, and there was no condition noted during the analysis that would suggest any anomaly with the device.

Event description:
Analysis was performed on the returned lead portion. A portion of the lead assembly including the electrodes was not returned and a complete evaluation could not be performed. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed during the visual analysis, and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portion of the device.